Event description:
The left ventricular lead was returned for analysis.

Event description:
Boston scientific crm received information that during a follow up visit, a chest x-ray was performed and revealed that this left ventricular lead had dislodged. The lead was deactivated and a revision procedure was to be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead was deactivated and remains implanted. Should additional information become available, an amended report will be submitted.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed a cut in the insulation through to the anode (outer) conductor coil. Electro-cautery damage was noted in the insulation. In addition, blood/body fluid was noted in the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits indicating that the lead was electrically continuous.

Manufacturer narrative:
A new competitor's left ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific. Should additional information become available an amended report will be submitted.

Event description:
A revision procedure was performed on (B)(6), 2010. The left ventricular lead was removed due to high thresholds as the lead had dislodged. A competitor's lead was successfully implanted. No additional adverse patient effects were reported.